Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the enteral feeding pump over delivered. The pump delivered 500ml when the pump was set for 480ml.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the feeding pump over delivered¿. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.